Manufacturer narrative:
The cls remains implanted. The root cause of the migration cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "cls migration or suboptimal placement, which may result in pain or difficulty in charging and the patient may require surgery (including revision, explant, and replacement) as a result.¿

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system reported discomfort at the evoke closed loop stimulator (cls) implant site. The physician¿s evaluation confirmed that the cls had migrated closer to the patient¿s spine, contributing to the reported pain. A revision procedure was performed to reposition the cls and resolve the reported event.